Event description:
It was reported the patient presented to the emergency room with syncope. Upon interrogation, it was observed the right ventricular lead was oversensing noise causing pacing inhibition and asystole. The lead was capped and replaced on (B)(6) 2022 without issue. The patient was stable.